Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. There was no blank display noted, no weak battery alarm and no bad battery alarm. There was no moisture damage found inside the pump. The insulin pump was received with minor scratched display window. The unit was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer reported that an issue with the spring in the battery compartment may have been causing the insulin pump to have a blank display. Blood glucose level at the time of the call was not provided. Blood glucose level the night before the call was 187 mg/dl. Customer reported that the insulin pump was frequently exposed to moisture in the form of sweat. Customer reported that the issue of the blank display occurred around the same time as the moisture exposure. Review of the insulin pump's alarm history showed that bad battery alarms, weak battery alarms, and battery out limits had all recently been returned. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).